Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited air/water tube, air/water cylinder and jet tube had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e3. Additional information added to field h6, and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was residing in the air/water cylinder and channel and inside the auxiliary water channel. The material might not have been removed because the user possibly could not perform reprocessing properly due to leakage and wear of flexibility adjustment mechanism packing joint and damage of air/water channel. However, the definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use which state: instructions for use states that detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.